Event description:
Patient reported, right side exchange from textured to smooth implants, due to the patients concerns and rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on posterior side assessed, as unidentified (tear) opening (shell thickness within specification). Anxiety-product/procedure: unable to observe, since it is not related to the device. Additional observations: crease is observed. Yellow particles were observed, on the shell. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6,

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, anxiety-product/procedure.

Event description:
Patient reported right side "exchange from textured to smooth implant due to the patient's concern with the product" and "rupture." Device remains implanted.